Manufacturer narrative:
Patient information requested but not provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during infusion of heparin, the patient fell while taking a walk in the hallway, the tubing leaked about 50cc of heparin on the floor. There was no harm to patient.